Event description:
Related MFR # 2916596-2023-01327. It was reported that the patient was found expired on the floor by a family member on 11feb2023. Their family member reported that on thursday (B)(6) 2023, the patient felt unwell and fatigued. The patient rested and felt well again on (B)(6) 2023. On saturday, (B)(6) 2023, a family member went to the patient's home and found them down in the bedroom without anything connected to the controller. Batteries were scattered all across the floor and underneath the patient. The event log displayed low power advisories beginning at 08:12 due to depleted batteries in-use. The event log recorded that the silence alarm button was pressed at 08:53. These events are followed by low flow, driveline disconnect, and pump off alarms at 08:58 where it appears the driveline was disconnected from the controller. The log then recorded power cable disconnect alarms where it appeared the black power lead was disconnected from the controller at 9:02 am. The controller's white power lead remained connected to a battery until the battery was depleted with a complete loss of external power to the controller at 12:39 where the controller operated on an emergency backup battery (ebb) from 12:39 - 18:29 on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of full battery depletion and a disconnected driveline was confirmed via log file analysis. A review of the log files contained data spanning approximately 9 days ((B)(6) 2023 - (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 per timestamp). Starting (B)(6) 2023 at 8:12:24, while connected to batteries, low power advisory alarms activated due to routine battery depletion. At 8:58:49 the driveline was disconnected causing the pump to stop. At 9:02:16, the low voltage alarms transitioned into low power hazard alarms from battery depletion. In addition, power cable disconnect alarms activated due to the black power cable being disconnected. At 12:39:58, no external power alarms activated due to the external battery connected to the white power lead becoming fully depleted. The backup battery supplied power to the system due to the loss of external power. The driveline was reconnected at 18:29:19. The backup battery will not by itself start an hm3 left ventricular assist device (lvad) if both of the system controller¿s power cables are disconnected from a power source. Once the system was reconnected to charged batteries at 18:29:53, the pump re-started within 4 seconds to operate at a speed above the low speed limit. On (B)(6) 2023 at 18:30:57 the driveline was disconnected causing the pump to stop again. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(4)) was returned for analysis. The system controller underwent preliminary and functional testing and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system for an extended period of time. The root causes of the battery becoming depleted, and the driveline disconnecting were unable to be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, section 2, entitled ¿system operations¿ states that the 11 volt li-ion backup battery will not by itself start an hm3 lvad if both of the system controller¿s power cables are disconnected from a power source. Always ensure that the power cables are connected to a power source to ensure that the pump will restart during a controller exchange. Heartmate 3 patient handbook, rev. D, section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use, rev. C, section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook, rev. D, section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.